Event description:
During a review of available programming history, a programming anomaly was observed. A faulted system diagnostic test did occur on (B)(6) 2007, which resulted in a change to the patient's settings. An interrogation was performed following the faulted test and the settings were adjusted, however, the off time was adjusted to 30 min rather than 3 min (the patient's off time at the start of the appointment). The patient left programmed to 30 min off. The off time was then corrected to 3 min at the next appointment on (B)(6) 2007.

Manufacturer narrative:
Analysis of programming history.